Manufacturer narrative:
No patient involvement for this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. The fse discovered that the cause of the failing system check routines, quality controls (qc) and calibrations was due to the peristaltic pump aspirate probe tubing. Excess fluid left in the reaction vessels (rvs) by incomplete evacuation may contain unbound analyte which could lead to discrepant results. The tubing was replaced for all three (3) of the probes. After the repairs were completed the fse performed a system check routine which passed all parameters. The customer was also able to successfully run assay qc. In conclusion, a hardware malfunction of the peristaltic pump aspirate probe tubing is the cause of this event.

Event description:
The customer reported obtaining a failing system check routine on (B)(6) 2016 on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). Assay quality controls (qc) were then performed as further troubleshooting which passed within the laboratory's established qc guidelines. The customer decided to continue to process patient samples. On the morning of (B)(4) 2016 the customer again performed assay qc which then failed to meet qc guidelines. The customer also attempted to calibrate their vitamin b12 coalbumin (access vitamin b12), cancer antigen 125 (access ca-125) and carcinoembryonic antigen (access cea) assays. All three calibrations failed. To troubleshoot the issue the customer performed two (2) additional system check routines both of which failed due to elevated washed means and %cv (percent co-efficient of variation) parameters. There is potential for erroneous results to be generated under these conditions, however, to date there have been no reports of change to or impact to patient results in conjunction with this event. As stated above, qc, calibrations and system check routines were all failing in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.